Event description:
It was reported the patient had a ¿continual something that increases the pain.¿ it was noted when the patient first had the device implanted 3-4 days later they could not sit down but they could not sit down for five years because they had pudendal surgery for their sacral nerve. It was reported the patient thought they were ¿squirming¿ so much during their plane ride that their wires or leads moved. It was noted the patient knew the leads had moved because they were getting a shock in the sciatic pain that they never had before. The patient went back to their doctor on (B)(6) 2013 and found the leads had moved by doing and electromyography (emg) and they reprogrammed the device. It was stated the left side was fine but the right side was worse for the patient. Reportedly, the patient had a shocking or jolting sensation and the problem was the right side but they were not sure if the right side was too close to the pudental nerve or the nerve was too damaged and they couldn¿t turn stimulation up and get stimulation near that area. It was noted the patient had their stimulation turned down because it was painful. It was stated if the patient put pressure on the spot it helped. Reportedly, when the patient had the emg they were feeling stimulation so much before it was showing up on the machine but the healthcare provider would not count it until it was showing up on the emg machine. The patient stated it hurt badly on all the programs and they could not use therapy well because it hurt too bad since they had been home. The patient was not ready to give up on therapy because their tens unit helped very much. It was noted the patient¿s stimulation was turning off. The patient also stated the trial helped very much, but the implant had not been as helpful. The patient reported they did not have 50 percent improvement with the implant but did with the trial. Reportedly, when the trial was off or removed the patient was in a lot of pain because the trial helped so much. The patient thought they just needed to find the right program to help them. It was noted the implantable neurostimulator (ins) turned off spontaneously inside of the patient and they did not touch the button sometime between may and sep and it occurred about 7-8 times. The patient was wondering if it was a "faulty implant" and was ¿not sure how it happens on both sides.¿ the patient reported ¿more left side don't both as much as the right side.¿ it was stated the patient would turn stimulation back on and then occasionally check the device and find it was off.

Manufacturer narrative:
Concomitant products: product ID 3889-41, lot # va0554h, implanted: (B)(6) 2013, product type lead; product ID 3889-41, lot # va0554h, implanted: (B)(6) 2013, product type lead; product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3889-41, lot # va0554h, implanted: (B)(6) 2013, product type lead; product ID 3889-41, lot # va0554h, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient reported that there was no identifiable problem or abnormality identified on (B)(6) 2013 assessment immediately following the issue. They also reported that it was unknown as to the cause of the implant not being as effective as the trial issue. Actions taken to resolve the issue was that reprogramming was performed and was referred for further treatment. The hcp stated that they ¿device can be removed, has not been discussed assessment revealed no abnormality, lost to follow up¿. As to the current status of the devices, the hcp was unsure as the patient was lost to follow up since (B)(6) 2014 and that their phone number was disconnected. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 3889-41, lot# va0554h, implanted: (B)(6) 2013, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. This event was also reported under manufacturer report #3004209178-2013-20913. Device method, result and conclusion codes apply to both 3889-41 lot# va0554h and 3058 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported what they had previously reported: that their leads moved ¿almost immediately¿ after implant (¿(B)(6) 2013, if not sooner¿) so their device had never worked for them. The patient reported they thought the leads moved on their plane ride home and noted they hadn¿t used the devices since. The patient stated they wished they had never gotten the device. The patient stated that they wanted it taken out but their health care physicians (hcps) said the devices was a ¿nightmare to remove.¿ the patient also mentioned their implant surgery had been horrible however they didn¿t go into detail. There were no further complications reported.